Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 16.97 mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. An 0x18 alarm code was present in the data, indicating that the device reached an empty reservoir state. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports while traveling from the netherlands to morocco for vacation, the patient's case containing pods went through an airport scanner. Following this, the patient alleges that all pods became non-functional. A s a result, the patient's blood glucose level rose above 13.9 mmol/l. The patient was treated using an insulin pen.